Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5

Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred eleven minutes after the initiation of hemodialysis treatment. An external dialyzer leak was also noted on the response, but no additional information was provided regarding an external dialyzer leak. A fresenius 2008k hemodialysis machine and bloodlines were being utilized for the treatment. The machine alarmed appropriately with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. The blood leak was not visually observed and the patient's blood was not returned. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss (ebl) was 250ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A review of the production record was performed. There were three unrelated temporarily approved dns. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (B)(4) (vision systems) and (B)(4) (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred eleven minutes after the initiation of hemodialysis treatment. An external dialyzer leak was also noted on the response, but no additional information was provided regarding an external dialyzer leak. A fresenius 2008k hemodialysis machine and bloodlines were being utilized for the treatment. The machine alarmed appropriately with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. The blood leak was not visually observed and the patient's blood was not returned. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss (ebl) was 250ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.